Event description:
Surgeon revised a accolade stem with a mitch cup an mitch modular head due to fretting and corrosion of the head/taper junction of the accolade stem used with a mitch modular head.

Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: cat # mac-9988-4652, lot #fm066113, description: std mitch trh cup size 46/52, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.